Event description:
Additional information received noted that the patient had been doing well until (B)(6) of 2011 when the patient fell on his back. Since that time, the patient had difficulty getting good coverage and had been experiencing periodic shocks around the stimulator site and whole body. After further evaluation, it was thought that the patient likely had dysfunction of the system at some place, even though there was no overt fracture found on x-ray.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed. Lead model # 3998, lot # v011215, implanted 2006-(B)(6), explanted 2012-(B)(6); programmer model # 37742, lot # njd028021n; lead model # 3998, lot # v704384, implanted 2012-(B)(6); extension model # 3708260, lot # nkb002638n, implanted 2006-(B)(6), explanted unknown.

Manufacturer narrative:
Final analysis of lead model # 3998 lot # v011215 showed lead/body/conductor/broken/anchor site unknown. Complete lead was returned. Lead proximal observations: connector(s) crushed, # 7 conductor sleeve. Lead conductor observations: conductor(s) broken, conductor coils crushed. Broken conductor circuit # 1, location: 12 cm, in body of lead, measured from proximal end. Open circuit, circuit # 1. No shorts between circuits. Suspected tool marks in outer insulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell. Lead model # 3998, lot # v011215 explanted and replaced 2012-(B)(6). If additional information is received, a follow up report will be sent.